Event description:
Patient presented for a breast biopsy. Patient was given lidocaine and radiologist put a nick in her skin. Machine malfunctioned during an image and the fault was unable to be cleared.